Event description:
Customer reportedly obtained errors on the aviva system while feeling faint. Customer subsequently required layperson treatment of juice with sugar. Requested return of suspect device and replacement was sent.